Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. The conclusion code no longer applies.

Event description:
It was reported that the system was explanted by a separate physician. The devices were received by the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported shocking or burning in their ankles. The patient currently was at 2.10 and it was beginning to burn ankles. When they turned it up where they need it for pain, it burns real bad. The patient reported that they were not sure if they had neuropathy but it was reported that they had never had neuropathy. The patient reported that it was working but having problems. There was shocking or burning at their ankles. This started right away. The patient had a pinched nerve where they had back surgery and the patient had a pinched nerve since 2014. The healthcare provider (hcp) reported that the cause of the shocking/burning sensation in the ankles was unknown. Relevant medical history includes spinal pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient made an appointment to be seen on (B)(6) 2016. It was reported that they worked an appointment in and reprogrammed their unit. It was reported that they were very good. The patient stated that the shocking had gotten worse and was also having back spasms down the legs. It was reported that it was worse on the left where the implantable neurostimulator (ins) was. The stimulator was put in due to preexisting nerve damage from prior back surgeries and the patient's right leg was the one giving them the most trouble. Both the inside of their legs and the ankles were burning before the patient was implanted with the stimulator and stated that it had gotten much worse since the implant. It was reported that the patient had been reprogrammed four times since implant and had to turn the stimulation off because even at 3.00 volts, it still makes the patient hurt really bad. The stimulation was off and they weren't currently using it.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that they talked to a manufacturer representative (rep) where they were aware of the burning on (B)(6)-2016. On (B)(6)-2016, the rep reprogrammed the patient. The patient reported that from the waist down to their knees, got sore and they still had the burning in the ankles. It was reported that both of their legs got so sore after the reprogramming that they could barely walk so 2 weeks ago, the patient turned off the device and it got better. It was reported that they used to only have issues in the right leg due to a pinched nerve from rods in their back. Now since having the stimulator put in, they now had pain in the left leg as well. The patient reported that they want it removed. They had soreness in the lower back and at the implantable neurostimulator (ins) site. And would like it removed instead of leaving it in. The patient reported that they would make an appointment for a reprogramming and discuss with their healthcare professional before deciding to electively remove the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the patient had their follow-up visit with their physician on (B)(6) 2016. X-rays did not indicate any lead migration. Coverage was still not achieved in left leg. Physician recommended a lead revision of the left lead. The patient had not decided if they would move forward with the revision on (B)(6) 2016. On (B)(6) 2016 the manufacturer representative (rep) noted that the patient developed left leg symptoms following implant for unknown reason. The patient had only right leg coverage for stimulation. The patient was not trialed for left leg pain, only had right leg pain at the time of implant. They had good right leg coverage of painful areas. The rep attempted reprogramming and x-rays taken with good lead placement with bias to the right side. Impedances were with in normal limits. The issue had not been resolved at the time of the report.

Event description:
The patient was reporting their pain had shifted from their right leg to their left and was unable to get their stimulation in their left leg. There was a report that there were no factors that may have led or contributed to the issue. It was reported that they tried to program their different electrode configurations. The patient was told to get an x-ray and bring it to their next appointment to check for possible lead migrations. The issue was not resolved at the time of the report. No surgical intervention occurred. The manufacturer representative (rep) reported that the patient obtained x-rays but had not scheduled their follow up visit with their physician.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly , the stimulation ins is functionally okay and there are only insignificant anomalies. Analysis of the lead ((B)(4)) found a significant anomaly at the stimulation lead distal end. It was found that the conductor was broken. Analysis of the lead ((B)(4)) found a significant anomaly at the stimulation lead distal end. It was found that the conductor was broken. Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.